Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, after deploying a 5f mynxgrip vascular closure device (vcd), it was not easy to pull out the delivery system. There was a plastic kinked piece between the balloon and the tamp tube that caused the issue. There was no reported patient injury. The device was opened in sterile field and stored as per labeling. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, after deploying a 5f mynxgrip vascular closure device (vcd), it was not easy to pull out the delivery system. There was a plastic kinked piece between the balloon and the tamp tube that caused the issue. There was no reported patient injury. The device was opened in sterile field and stored as per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock in the open position, and the procedural cordis sheath was inserted on the device. The balloon was observed on the distal portion of the exposed advancer tube, and the sealant was not returned with the device as received. The device was inspected, and no damages/anomalies on the returned device were observed that may have contributed to the reported incident. For the functional analysis, the balloon was manually exposed by the analyst. The inflation/deflation test was performed to verify balloon/device functionality. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator. Then the balloon was deflated, and the device was able to be withdrawn inside/through the advancer tube without an issue or abnormal condition to report. The returned device performed as intended per the mynxgrip instructions for use. The reported event of ¿balloon retraction jam-inside the vessel¿ was not confirmed through analysis of the returned device since there were no issues noted during visual/functional analysis. The exact cause of the failure experienced by the customer could not be conclusively determined during product investigation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages noted to the device and it performed as intended during analysis. However, access site factors (which were not provided) and/or procedural/handling factors (such as incomplete deflation of the balloon and/or holding the advancer tube in a steep angle during device removal) may have contributed to the balloon retraction issue experienced. According to the instructions for use, which is not intended as a mitigation, retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿. If the balloon, which is located right at the distal tip of the advancer tube, is not completely deflated prior to being pulled through the advancer tube, air could be trapped inside the balloon, resulting in a balloon retraction jam. Also, if the insertion angle is too steep, this can result in issues/resistance retracting the balloon into the advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.